Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery jumped from 45% to 100% after 1 minute of charging. In addition, the customer received a temperature alarm while charging the pump. The customer was able to clear the alarm and resume insulin. The customer's blood glucose (bg) level was 250 (mg/dl). The customer stated a bolus via the pump would be delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The alleged temperature alarm malfunction was identified in the pump logs; however, no failure was identified.